Event description:
It was reported that during a device check, this right atrial (ra) lead was found to be exhibiting loss of capture. The ra lead has been in service for only approximately two weeks. The patient was noted to be completed asymptomatic at the time of the device check. Boston scientific technical services (ts) reviewed remote monitoring data and noted that the presenting electrogram shows no atrial activity, only atrial pacing with questionable capture. Ts also indicated there is significant ectopy noted in the ventricle and the stored episode from the day before shows sensor-driven atrial pacing followed by conducted ventricular activity and then a premature ventricular contraction (pvc) that appears to trigger ventricular tachycardia (vt). Atrial standstill is also observed during the vt episode. A chest x-ray was performed, and the ra lead was observed to be in the same place as at implant with no lead dislodgment noted. The cause of the ra lead loss of capture has not been determined at this time. It was noted that the patient was in atrial fibrillation at the time of lead implant so capture thresholds could not be tested. The patient is scheduled for a ra lead revision later this month. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device check, this right atrial (ra) lead was found to be exhibiting loss of capture. The ra lead has been in service for only approximately two weeks. The patient was noted to be completely asymptomatic at the time of the device check. Boston scientific technical services (ts) reviewed remote monitoring data and noted that the presenting electrogram shows no atrial activity, only atrial pacing with questionable capture. Ts also indicated there is significant ectopy noted in the ventricle and the stored episode from the day before shows sensor-driven atrial pacing followed by conducted ventricular activity and then a premature ventricular contraction (pvc) that appears to trigger ventricular tachycardia (vt). Atrial standstill is also observed during the vt episode. A chest x-ray was performed, and the ra lead was observed to be in the same place as at implant with no lead dislodgment noted. The cause of the ra lead loss of capture has not been determined at this time. It was noted that the patient was in atrial fibrillation at the time of lead implant so capture thresholds could not be tested. The patient is scheduled for a ra lead revision later this month. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently explanted and replaced with a lead of the same model number. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies beyond some outer insulation and suture sleeve damage induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device check, this right atrial (ra) lead was found to be exhibiting loss of capture. The ra lead has been in service for only approximately two weeks. The patient was noted to be completely asymptomatic at the time of the device check. Boston scientific technical services (ts) reviewed remote monitoring data and noted that the presenting electrogram shows no atrial activity, only atrial pacing with questionable capture. Ts also indicated there is significant ectopy noted in the ventricle and the stored episode from the day before shows sensor-driven atrial pacing followed by conducted ventricular activity and then a premature ventricular contraction (pvc) that appears to trigger ventricular tachycardia (vt). Atrial standstill is also observed during the vt episode. A chest x-ray was performed, and the ra lead was observed to be in the same place as at implant with no lead dislodgment noted. The cause of the ra lead loss of capture has not been determined at this time. It was noted that the patient was in atrial fibrillation at the time of lead implant so capture thresholds could not be tested. The patient is scheduled for a ra lead revision later this month. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently explanted and replaced with a lead of the same model number. No additional adverse patient effects were reported.